Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during intraoperation of a functional endoscopic sinus surgery (fess). It was reported that after using the side emitter with the patient tracker showing on the forehead, the tracing strength was recorded showing highest levels of 1.67-2mm of inaccuracy, 1-2mm off in some areas, and accurate in other areas. There was no impact on patient outcome and no surgical delay.

Manufacturer narrative:
H2-h6: a software analysis was initiated. Logs and archives were reviewed. The provided logs were dated (B)(6) 2025 and (B)(6) 2025, which do not match the issue-reported date. Based on the information provided on 18-sept-2025, the solid-state drive (ssd) had been replaced since this issue occurred, so the correct logs are not available. Four archives were available for review, dated (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. Although the issue is reported as occurring in (B)(6), three of the four archives are from (B)(6). Each archive contains one CT scan (ranging from 289 to 391 slices), with smooth 3d models and a single registration achieving accuracy between 1.2 mm and 1.9 mm. For all the archives, a good number of trace points were collected from the nose to the forehead; however, some points were sunken within the skin. However, due to the lack of corresponding logs, it was not possible to determine which archive relates to which specific reported issue; hence, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: updated b5, section d and img code under additional codes. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial lot/sw version: 2.1.0, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since reporting this issue, the manufacturer representative (rep) indicated the patient tracker was being placed too far down on the forehead. Anesthesia was placing the "biz" monitor too close, tapping the biz monitor on the wire and or the patient tracker as well. The rep believed the biz monitor was interfering with accuracy. The rep powered down the system between cases. The conducted a test on the 3 reported cases with and without the patient tracker showing. The rep used the flat plate emitter and side emitter. This was all done to test accuracy, consistency, and patient placement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that tech services (ts) has scheduled a meeting with the account team. Ts suspected that the surgeon¿s tracing technique may have contributed to the intermittent inaccuracy. It was observed that the surgeon primarily traced the forehead, rather than including areas toward the back of the head, which limits point diversity and may impact system accuracy.